Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k790366. It is corrected to read exempt.

Manufacturer narrative:
Results: bd received approximately 200 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter/mold on urine cups with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was a moldy appearance on 120 ml bd vacutainer® plastic urine collection cups. No serious injury, blood to mucous membrane exposure or medical intervention was reported.